Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with severe mitral regurgitation (mr). One mitraclip (cds0701xtw, 10416r106) was implanted without an issue reported, reducing the mr to approximately grade 1+. On the discharge echocardiogram, the mr was noted at moderate to severe. The patient remained stable, without complaints. Reportedly, the patient was doing well and in stable condition. Per history and physical dated (B)(6) 2021, the patients symptoms had not improved following the index procedure. Per imaging, there might have been a tear in the valve. On (B)(6) 2021, the patient presented with recurrent, severe mr. Another mitraclip (cds0701-nt 10227r117) was implanted medial to the previously implanted clip, reducing the mr to grade 1+. There was no device deficiency. Note-the recurrent mr noted on discharge and second clip procedure are captured and reported in another event/complaint (B)(4). Initial MDR 2024168-2021-07102-00 and follow-up MDR 2024168-2021-07102-01 will be sent. On (B)(6) 2022, the patient passed away while at home. Reportedly, the death was of cardiovascular origin, and unknown if device related. Per account, additional details were unable to be obtained. There was no device malfunction reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported patient death was unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device is captured and reported in another event/complaint (B)(4). Initial MDR 2024168-2021-07102-00 and follow-up MDR 2024168-2021-07102-01 will be sent.